Event description:
It was reported that the device exhibited a travel coarse error - check clutch/plunger lever. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of travel coarse error - check clutch/plunger lever. The reported issue was verified through error history review. Probable cause was clutch is worn. Replaced clutch right, clutch left and leadscrew to resolve reported issues. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.